Manufacturer narrative:
E1 establishment name: (B)(6) hospital. This report is related to mfrs 00234 (1/4), 00235 (2/4) and 00236 (3/4). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the one of the following led to the malfunction: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the knife wire experienced cutting wire breakage when energized. The issue occurred during a therapeutic procedure (endoscopic sphincterotomy), which was completed with a similar device. There were no reports of patient harm.